Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead passed testing was verified the electrical continuity of the lead. Analysis was unable to verify the functionality of the helix mechanism due to the stuck stylet. It was indicated that due to the severity of the stretched helix, if the helix mechanism was functional, the helix would not fully retract all the way inside the housing.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead exhibited loss of capture at high threshold measurements. It was indicated the helix would not extend or retract as it was deformed. A new lead was successfully implanted. No adverse patient effects were reported.